Event description:
Litigation alleges that patient suffered from pain and discomfort in hip. It became increasingly painful to walk, move their legs, and to rise from a seated position.

Manufacturer narrative:
**Update** date - plaintiff's preliminary disclosure form was received, which identified (part/lot) doi and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This is a duplicate report of 1818910-2010-08596. 1818910-2012-05083 will be rejected. 1818910-2010-08596 will be kept for investigation purposes.

Manufacturer narrative:
Plaintiffs preliminary disclosure form was received, which identified (part/lot) doi and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.